Event description:
On 06/15/06, nellcor puritan bennett received a report where it was claimed that a 3.0 ped tracheostomy tube broke while in use on a pt. The caller reported that after one week use, "the tip of the tube broke where the tube and base meet." No further information was provided.

Manufacturer narrative:
The sample associated to this report is not available for evaluation. The reported complaint mode is addresses in a manufacturing CAPA.